Event description:
An advocate called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour® next one meter. The advocate stated that the batteries were removed from the meter prior to the event. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1 and a4 as the patient identifier and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer returned the suspected contour® next one meter (serial # (B)(6)) for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 3mheg02a) using blood spiked with glucose at 131 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
Despite multiple follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next one meter, serial # (B)(6), and no manufacturing anomalies were found.